Event description:
It was reported that a perforation, pericardial effusion (pe) leading to cardiac tamponade occurred. During an atrial fibrillation pulse field ablation procedure, a faradrive sheath was selected for use. The physician obtained access, mapped the right atrium and placed the coronary sinus catheter. Prior to transseptal, the patient was noted to be hypotensive. An effusion sweep was performed with intracardiac echocardiography (ice) and everything seemed normal. Then physician performed the transseptal puncture where it was noted that patient left atrium was small. A pre-map was performed and physician ablated with farawave 31mm catheter. The physician was having issues visualizing the guidewire when going in the left superior pulmonary vein (lspv). The next vein and posterior wall was ablated. The farawave catheter and sheath were withdrawn. The physician performed a sweep and then noticed that there was a significant effusion. A pericardiocentesis was performed and protamine was reversed. About 100 cc of fluid was removed. The patient was then transferred to a critical care unit and has since recovered successfully. The physician seemed to not know what caused the complication. Act was therapeutic. The patient is recovered and discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. Detailed product information was also not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.